Event description:
Note: date of event is unk. It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was planned for use in an enteral feeding device replacement procedure. According to the complaint, during preparation after the device was removed from the box, a hole was found in the balloon so, it was not used. Another corflo cubby low profile gastrostomy device was used to complete the procedure. No pt complications were reported as a result of this event. The pt's condition was reported as "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.